Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A doctor called in for the customer to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 597 mg/dl at the time of incident, but was 213 mg/dl at the time of call. The customer's symptoms included abdominal pain, dizziness, weakness, and frequent urination. The customer was wearing the device at the time of admission. The cause of the event was diabetic ketoacidosis. It is unknown how the customer was treated, she was still in the hospital at the time of call. The caller completed troubleshooting, however they did not find any loose drive support caps, leaks, cloudy insulin, bent cannulas, irritated site, or incorrect settings. The caller saw 3 small air bubbles. The customer was sent a tubing clamp and was advised to call back when they received it to perform troubleshooting. Nothing was replaced or returned.